Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es keyboard specific keys were not working consistently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard specific keys were not working consistently. A field service engineer noted that the number three key on the keyboard was not working. It was determined that there was a hardware problem below the keyboard cover. The field service engineer replaced the keyboard to resolve. The system functioned as intended after the field service engineer replaced the keyboard.